Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experience a myocardial infarction and stent thrombosis. The lesion being treated was a de novo lesion with no calcification or tortuosity in the distal left anterior descending artery. The physician successfully implanted a 3.0x20mm taxus liberte stent. Fifty days after the index procedure the patient experienced a myocardial infarction. Two days later a stent thrombosis was discovered. A re-intervention was performed. The patient status was listed as "okay".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).